Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 small piece of thread. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. Received a small piece of used thread and some pictures that show three different wounds. Without any closed sample or batch number, a complete analysis can not be carried out. Novosyn® biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. As indicated in the novosyn instructions for use: "during the use of novosyn sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body". "Skin sutures which remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated. Consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn® may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process". Final conclusion: in spite of receiving the small piece of used thread, without closed samples and/or batch number a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: corrective / preventive action is not required, per internal procedures. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: on-going.

Event description:
Country of complaints: (B)(6). Sutures are having to be removed due to irritation of tissue. No samples are available.